Manufacturer narrative:
Follow-up # 1 ¿ (03/26/2015). The patient¿s meter has been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/14/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio iq meter was reading blood as control solution. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient reported obtaining results of ¿6.2 and 8.6mmol/l¿ on the subject meter but the system incorrectly identified the sample as control solution rather than blood. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient reported developing a symptom of ¿dizzy¿ when they stood up during their call to lifescan. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria for a serious injury and the patient did not receive any treatment for this symptom. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.